Manufacturer narrative:
Physio-control further evaluated the removed battery and observed the outer plating on the contact points were worn; however, there was no evidence that this contributed to the reported loss of power. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, through a review of the device's electronic records, it was confirmed that the device did, in fact, lose power multiple times during the reported event. As a precaution, physio replaced one (1) of the device's batteries and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device's display "blanked" while attempting to print a code summary. There was no patient use associated with the reported event. Physio-control evaluated the customer's device and downloaded its electronic records for review. Upon review of the electronic records it was observed that the device had actually lost power.